Manufacturer narrative:
Reference MFR medwatch #2916596-2017-02230 for the initial regulatory report (emdr) submitted to the FDA via catsweb. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 0 days. Manufacturer's investigation conclusion: the report that the account found a hair during the pre-implant process was confirmed; however, the origins of the hair and a specific cause for its presence in the pre-implant basin of water could not be conclusively determined through this evaluation. No device-related issues were found during the evaluation of (B)(4). The account returned the following products in like-new condition in their original packaging: heartmate 3 lvas kit ¿ vad serial number (B)(4) and system controller serial number (B)(4). Heartmate gogear lot number 189109. Heartmate 11 volt li-ion back-up battery serial number (B)(4). Heartmate 3 vad modular cable lot number 185322. The packaging had been previously opened by the account; however, it was reported that (B)(4) never ran while in the operating room nor came in contact with the patient. Each returned product was examined in its original packaging. No atypical contamination or damage was observed on the system controller, gogear, 11v back-up battery, or modular cable. Upon removal of the sealed outflow graft, lot number 171942, from the lvas kit, it was noted that a hair was observed on the tray. This hair did not appear to be in contact with the sealed outflow graft. This hair sample underwent fourier transform infrared spectroscopy (ftir) to determine its composition. Scanning electron microscopy/energy dispersive spectroscopy (sem/eds) were also performed on the sample. The composition of the sample was determined to be biological with elemental composition consistent with a biological fiber (carbon, oxygen, sulfur). The presence of magnesium and silicon indicate use of commercial hair treatment products. The sample has been identified as human hair. A historical non-conforming material report (ncmr) for particulates found on/in the final hm3 pump was performed as well. The ncmr covered (B)(4) 2016 to (B)(4) 2018. There have been no previous biological particulate contamination issues with the pump. Existing controls for particulate contamination prevention were also evaluated. Several risk controls are in place to ensure that contamination is minimized during the manufacturing of hm3 pumps, including gowning procedures for operators entering the cleanroom, product handling in and out of the cleanroom, cleanroom maintenance, and assembly and packaging procedures. All parts are 100% inspected. It should be noted that although the sample has been confirmed as human hair, its origins could not be conclusively determined through this evaluation. Review of the sterilization and packaging documentation in the device history records of (B)(4) found no deviations from manufacturing specifications. No depositions and no atypical contamination were observed on the pump kit packaging, inflow cannula, outflow graft, or blood-contacting surfaces of (B)(4). Upon disassembly of the returned pump, examination of the pump blood-contacting surfaces revealed no depositions. The pump header and percutaneous lead bend relief appeared unremarkable. The modular cable revealed no obvious areas of damage. The device was rebuilt and functionally tested under loaded conditions. The pump was connected to and operated on an hm3 functional tester (106010-12) according to document # (B)(4), hmiii lvad calibration and functional test procedure. The retrieved data showed normal pump power consumption and flow estimation that was within manufacturing specification. The pump operated as intended. The hm3 lvas IFU indicates that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2017, prior to implant, the implant kit was opened and the pump was being prepared for implant. While adding another liter of saline to the priming basin, the scrub nurse observed a small human hair in the basin. The device was submerged in 3 liters of saline, and was not running at the time. The hair was small enough to be from an eyelash or eyebrow. The scrub nurse doing the priming had on a face shield. Due to the scrub nurse's personal protective equipment (ppe), the surgeon reported that it was unlikely to have come from someone in the or, and that the hair was present due to the manufacturer¿s sterilization process. A new implant kit was opened and used for the implant. No patient harm occurred as a result of the event.